Event description:
It was reported that the patient experienced palpitations. It was also noted that capture could not be confirmed on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.